Event description:
It was reported that a 5 ml/hr infusor had underinfused during patient use. The infusion ran for fifty hours, however, there was still 80ml left within the device. The device was filled with a 240-ml solution of unknown drug. There was patient involvement, however no adverse was associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Additional narrative: a batch review was conducted and revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. Evaluation summary: baxter received one sample containing no fluid in the reservoir. A visual examination of the sample showed no sign of physical abnormality. An accuracy flow test was performed on the sample. At the end of the flow test period, the infusor produced results within specification. The reported condition of an underinfusion was not confirmed. No root cause was identified, as no evidence of product malfunction was observed. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit.